Event description:
Patient wife reported that her husband was experiencing issues with 4 v-go devices in which the needle popped out on its own. Patient wife stated that all 4 v-go devices have been discarded.